Manufacturer narrative:
(B)(4). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to multisystem organ failure. The device functioned as intended with no alarms or issues. The death was not device related and the device would not be returned.

Event description:
Additional information: the patient was in multisystem organ failure prior to left ventricular assist device implant.

Manufacturer narrative:
Health effect - clinical code: multiple organ dysfunction syndrome manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report of multi-system organ failure could not be conclusively established through this evaluation. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, lists multiple organ failures and death as adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.